Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed.Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button dome.The root cause for the damaged dome could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A US distributor reported that a monitor response buttons were not functioning.